Manufacturer narrative:
.

Event description:
The physician's replacement referral letter dated 08/12/2016 reported that the patient reported improvement in seizure control with vns, however she was recently complaining of increasing seizure frequency. Clinic notes dated (B)(6) 2016 report that the patient was being referred for prophylactic generator replacement with the new autostimulation therapy. No medication or vns changes were made at that time. No additional relevant information has been received to date. A full revision surgery was performed on (B)(6) 2016. The patient was implanted with the autostimulation generator and had the lead replaced due to compatibility with the new generator.

Event description:
It was reported that the patient's device was not at eos prior to the vns replacement surgery. Per the facility, the device was likely discarded after the surgery. No additional relevant information has been received at this time.

Event description:
Product analysis was completed 10/25/2016 on the patient's generator. Product analysis verified proper functionality of the generator with no anomalies noted. The device was confirmed to be at ifi=no. No additional relevant information has been received to date.

Event description:
It was reported on (B)(6) 2016 that the patient's lead and generator were not discarded. They were received by livanova on (B)(6) 2016 for product analysis. The generator and three portions of the lead were received.these portions included the two lead pins but did not include the electrode array . The majority of the lead was not returned. There is no evidence to suggest anomaly in the portions of the lead received. Analysis on the generator has not been completed to date.